Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. During functional testing, the system error was reproduced. A review of the event history log (ehl) was performed, and the system error was found. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the issue was a defective pump mechanism assembly related to component failure. The mechanism assembly was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error 20602 (monitor motor stall/engine stall detector). The process step was during an infusion; the user settings were "20 ml/h vap 400ml". There was no report of patient injury or medical intervention associated with this event. No additional information is available.